Event description:
The customer stated that she was hospitalized, due to hyperglycemia. It was reported that the customer's blood glucose read "hi" on the glucometer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.